Event description:
Customer alleges control button doesn't work when pushed, sometimes the foot and the head section would move up at the same time and that the bed would move on its own. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model bed4-1633, serial number/date code (B)(4) is approximately 3 years 4 months old. The owner's manual part number 1114836 rev f (aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Invacare provided a list of service centers to the consumer as her dealer does not service beds.